Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation. The images provided were reviewed and confirmed the reported failure mode. The contribution of the device's manufacturing process as well as its design, if any, to the reported incident could not be corroborated. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that there are no prior escalated actions applicable related to this part number and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a thr surgery, the mi z handle acet reamer was found to be broken. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.